Event description:
Based on the information provided by the pt's attorney: on (B)(6) 2002 - patient underwent ventral incisional hernia repair with composix kugel. On (B)(6) 2006 - pt admitted for sudden onset of cellulitis with swelling on the anterior abdominal wall. A CT scan showed chronic inflammatory changes in the lower abdomen with air formation.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided it is unk whether the device may have caused or contributed to the reported event. The pt has undergone surgeries that include, gastric bypass, cholecystectomy and a caesarean section. The medical records are limited to the implant and a hospitalization that occurred nearly for years post implant that indicates the "infected mesh" was removed. Although there is no confirmation of the presence of an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation without additional information, no conclusion can be drawn.